Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using night aligners, the patient was concerned about gap forming in lower teeth and step 14 lower aligners were painful, especially around where it created a big gap in the teeth. The patient's tongue was getting cut it in, it made it harder to bite into things, food gets stuck.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.